Manufacturer narrative:
(B)(6)

Event description:
Information was received indicating that immediately upon insertion of a smiths medical portex® endobronchial double lumen tube, the cuff would not inflate. It was reported that the customer attempted to inflate the cuff but would not inflate. There were no reported adverse effects.

Manufacturer narrative:
Device evaluation : one portex tracheostomy sample was received in used condition and one photograph appearing to be the defective sample was received for investigation. Upon examination of the photograph, there appeared to be a tear in the cuff. However, the returned sample was visually inspected and no discrepancies were found. Next, the returned sample was inflated using a syringe and the product was submerged under water. Subsequently, leakage was observed, identified from a small tear in the cuff. To further investigate the issue, relevant documents were reviewed and deemed adequate. The manufacturing process was also reviewed, testing thirty two (32) units finding no leaks or discrepancies. Production also performs a 100% leak test and visual inspection to assure cuffs and inflation lines are free of leaks. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and testing, the complaint was confirmed. No problem source was identified.